Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The inve.stigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral battery pack failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral battery was returned to resmed's design house for an extensive engineering investigation. Review of the device data logs did not confirm the reported battery failure to charge and performance testing could not reproduce the reported complaint. The investigation determined that there was no fault found with the returned battery. The battery was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral battery pack failed to charge. There was no patient injury reported as a result of this incident.